Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the left ventricular (lv) lead was dislodged twice resulting in high capture threshold and diaphragmatic stimulation. The lv lead was removed and replaced with a conduction pacing system. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgment, muscle stimulation and inadequate capture. As received, a complete lead was returned for analysis. The s-curve hump height was measured, and it was within product specification. Visual and x-ray inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.